Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing a cat6 through a non-penumbra sheath, the physician experienced resistance and the cat6 was unable to advance. Consequently, the tip cat6's tip became damaged and therefore the cat6 was removed. The procedure was completed using the same sheath and alternative treatment. There was no report of an adverse effect to the patient.